Event description:
It was reported by the customer that md axxx had a cut in the new catheter by the cuff and then they pulled a new one and then it had a broken valve. Verbatim: I have 2 product complaints on pleurx. Md axxx had a cut in the new catheter by the cuff and then they pulled a new one and then it had a broken valve. They then replaced the valve on that catheter and it was fine. The hcp was discouraged because he felt the cut in the catheter started a neumo. I do have both in my possession to send in to quality. Please send me information needed to send back.

Manufacturer narrative:
Pr 8902343 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.

Event description:
It was reported by the customer that md axxx had a cut in the new catheter by the cuff and then they pulled a new one and then it had a broken valve. Verbatim: rcc received complaint via email. Email(s) attached. I have 2 product complaints on pleurx. Md axxx had a cut in the new catheter by the cuff and then they pulled a new one and then it had a broken valve. They then replaced the valve on that catheter and it was fine. The hcp was discouraged because he felt the cut in the catheter started a neumo. I do have both in my possession to send in to quality. Please send me information needed to send back.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.device problem code: a0414.patient problem code: f1903.